Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient changed out the cassette and re-used the remaining supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. During trouble shooting, the patient only changed out the cassette and re-used the remaining supplies. The technical service representative assisted with ending therapy and explained to the patient that when they start over, they need to change out everything. The patient would finish therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.